Event description:
It was reported the insulin pump alarmed no delivery during prime. Customer was advised to do a complete set change. Device alarmed again during manual prime. Customer was advised to change reservoir and check insulin. Customer's blood glucose was not provided. No further information reported.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.